Manufacturer narrative:
Additional information: the video was evaluated by johnson & johnson subject matter expert (sme), and is as follows: the video provided was assessed and due to the video quality and the light projections the sme was not able to observe images compatible with scratches or damages to the lens. No additional conditions were observed with the video. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted in the eye, something like a scratch was observed on the optic of the iol (the size of the scratch is unknown). Front and back surfaces of the lens were washed with irrigation/aspiration (ia), but it was not eliminated. The physician thought it could be a scratch. The procedure was completed successfully and no problem with postoperative vision has been reported. There were no surgical interventions required. There was no patient injury reported. The lens remains implanted as of to date. It was confirmed that the tip of the cartridge was not damaged. Conjunctival incision of 2.4 mm diameter that was close to corneal incision was performed. The eye was filled with balanced salt solution at the start of the operation. After ia, the crystalline capsule was filled with viscoelastic, and a plunger was pushed to make the lens move forward to the tip to implant the lens. When pushing the plunger, it was about 1 second. The setting of the device was done with enough balanced salt solution (bss) and was horizontal after setting at bss. After about 5 minutes, they pushed the plunger forward and implanted immediately. The intraocular lens was slowly pushed at a constant speed. They felt some resistance as every time they do because of the small incision. Leaving time of the lens folded in the cartridge was within 1 minute. It was indicated that no viscoelastic was used. The injector was discarded and will not be returned. No further information was reported.